Manufacturer narrative:
H6: device history record (DHR review) indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint within associated lots was found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.0/1.0/179 (sphere/cylinder/axis), was implanted into the patient's eye on (B)(6) 2024. It was reported that the vial was dirty. There was no impact with the patient reported with the implanted lens.